Manufacturer narrative:
The customer's complaint that the tubing separated could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing separated in the past.